Event description:
The home pt (hp) reported being overfilled with fluid while using the homechoice pro cycler for apd therapy. The hp reported receiving a "low drain volume" alarm during the initial drain after pt had drained 227ml of the last fill volume of 2500ml. The hp bypassed the alarm, advancing therapy into fill 1. The hp received the programmed fill volume during fill 1 and therapy advanced into dwell. During dwell the hp felt overfilled and placed the cycler into a manual drain until pt felt relieved, removing approximately 1450ml of fluid. The hp continued therapy with no further difficulties and there was no resulting pt injury or medical intervention.